Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a balloon dilation of esophageal stenosis procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon was leaking while being inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.